Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insert sz 2 13mm (cat# 02-012-35-2013 / serial# (B)(4)). Lgc tibial fit tray cem sz 2f / 2t (cat# 02-012-45-2020 / serial# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post bilateral tka, this (B)(6) female patient had a grossly loose femoral component with severe osteolysis of distal femur and osteolysis of proximal tibial with partially loose tibial component. Patient had left tka revision requiring use of femoral augments and tibial cone.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of osteolysis possibly related to wear of the tibial insert, which allowed for the femoral component and tibial tray to loosen from the bone. However, this cannot be confirmed because wear of the tibial insert was not reported, no images of the revised components were provided, and the devices were not returned to exactech for evaluation. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root caused associated with "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.